Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer called to report high blood glucose levels over 500 mg/dl. Troubleshooting was performed, and the insulin pump passed the prime test. The customer declined further troubleshooting. The customer stated that she sometimes has pain as if she is having a heart attack. The customer stated that the paramedics went to her home last night but she refused to go to the hospital. The customer was advised by her healthcare professional to change her basal rates, but the customer did not change them. Nothing further was reported.